Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 07/18/2019. The product support engineer replaced the blower to address the issue of blower is extremely loud. Pse replaced the screen housing to address the cracked enclosure issue. Pse replaced the harmony valve to address the flow abc value is out of range. Unit was tested and passed.

Event description:
It was reported that the blower is extremely loud and a valve was out of range. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.